Manufacturer narrative:
Currently, it is unknown whether the device may have caused or contributed to the reported event. Without a lot number a review of the manufacturing records could not be conducted. Additionally, no product was returned for evaluation. With the currently available information, no conclusion can be drawn. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following is based off a review of the patient's medical records provided to davol by the patient's attorney: on (B)(6) 1996 - the patient was implanted with a bard flat mesh during a case involving a urethral stent placement, laparotomy with abdominal vagino-sacropexy using prolene mesh. The attorney's report alleges permanent injury, nerve damage, pain and suffering, additional medical and surgical intervention, defective mesh.